Manufacturer narrative:
The company service representative examined the system. And replicated the reported event. The nonconforming fiber optical cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fiber optical cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery, laser not working. They boot power at highest however it provided only minimal response. Procedure details unknown. No system message was displayed. There was no harm to the patient.